Manufacturer narrative:
The insulin pump had no button response due to an open keypad connector on the display board. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The displacement test could not be performed due to the keypad anomaly.

Event description:
It was reported that the customer was experiencing keypad issues. The customer's blood glucose was 173 mg/dl. The customer stated that none of the buttons were responding and that she changed the battery with no remedy. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.